Manufacturer narrative:
Continued e1 phone number :(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy, capsular contracture, granuloma and migration are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, capsular contracture, rupture, granuloma and migration.

Event description:
Healthcare professional reported right side rupture, capsular contracture, ", silicone migration, "right axillary region, 8 lymph nodes are identified with a ¿snowstorm¿ artifact, the largest measuring 17 x 10mm, the rest between 6 and 13mm, granuloma. Device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. ¿ silicone migration: unable to observe as it is a medical event that is not related to the device. ¿ lymphadenopathy: unable to observe as it is a medical event that is not related to the device. ¿ granuloma: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side rupture, capsular contracture, ", silicone migration, "right axillary region, 8 lymph nodes are identified with a ¿snowstorm¿ artifact, the largest measuring 17 x 10mm, the rest between 6 and 13mm, granuloma. Device has been explanted.